Event description:
Sorin group rec'd a report that an s5 mast roller pump displayed an error message. There was no report of pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The pump was returned to sorin group (B)(4) for eval. Testing of the pump confirmed the reported issue. Analysis found the cause for the failure was due to a defective component on one of the circuit boards. The root cause for the defective component could not be determined. The device was repaired and tested. No further action is deemed necessary.